Event description:
It was reported this patient with a pacemaker had trouble feeling her feet. Review of the latitude report revealed loss of capture with an other manufactures right ventricular (rv) lead. Technical services reviewed and discussed with no evoked response channel we can not truly determine capture. Technical services recommended to bring the patient in for further evaluation. Additional information was requested from the field representative but no further information was obtained. At this time, this pacemaker and other manufactures rv lead remains in service. No adverse patient effects were reported.